Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported aside from the stuck at hub, there were no other device issues with the phenom catheter. Multiple pipelines were not being used when movement occured. There was resistance at delivery wire push in the catheter. The pipeline was no implanted at the intended location. The device did not jump during deployment. The tip of the catheter did not move during deployment. Premature deployment occurred during stent wire push after re-inserting to microcatheter. The pushwire was pulled back during the procedure. The distal section of the pipeline did not open. The pipeline has been placed in a vessel bend when it failed to open. The distal access catheter was changed from phenom plus to navien in an attempt to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that based on intraoperative measurements, the pipeline was selected, prepared, and inserted into the mi crocatheter. However, ped2-475-35 got stuck inside the hub during insertion. When the pusher wire was pulled, the stent expanded and was inadvertently deployed on the spot. Because of the above event, a new stent was prepared and brought in after preparation. During deployment, the strong curvature of the m1 segment to the ic terminal caused the stent to slip. After several similar attempts, the tip failed to open, leading to the retrieval of the stent along with the microcatheter. Upon external inspection, it was found that the distal end of the stent was damaged. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right c3-4 aneurysm with a max diameter of 18mm and a 10mm neck diameter. Landing zone: distal: 4.2mm and proximal: 4.5mm. It was noted the patient's vessel tortuosity was strong. Dapt was performed, pru level unknown. Postoperative findings related to blood flow contrast: no placement was performed. Additional information was received stating that the location of the aneurysm, "c3-4", is classified as fisher. Communicating (c7) is the applicable bouthillier classification. For the pipeline (1st ped2-475-35/b632877), it was noted that this deployed inside the catheter. Regarding the pipeline (2nd ped 2-475-35/b632877), which was used as a replacement for the first, the device was collected outside the patient's body due to slippage and poor deployment. Following this, the procedure was discontinued. Ancillary devices include a phenome27 fg15160-0615-1s 230058602 microcatheter.